Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvs hmrl ti tray 44mm part # 115340 lot # 257000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07208. Customer has indicated that the product is in process of being retuned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that patient underwent revision due to pain after initial surgery and loosening. Attempts have been made to gain additional information on the reported event is not available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.